Event description:
It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient received two additional shocks post re-programming. The doctor suspects this is not the system the patient needs. A transvenous system may be implanted in the future. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient received two additional shocks post re-programming. The doctor suspects this is not the system the patient needs. A transvenous system may be implanted in the future. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide the correct explant date. The product was explanted on (B)(6) 2023. This has been updated at: explant date d6b on the suspect medical device tab.

Event description:
This supplemental report is being filed to provide the correct explant date. The product was explanted on (B)(6) 2023. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient received two additional shocks post re-programming. The doctor suspects this is not the system the patient needs. A transvenous system may be implanted in the future. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient received two additional shocks post re-programming. The doctor suspects this is not the system the patient needs. A transvenous system may be implanted in the future. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. There was some myopotential noise as the patient was exercising at the time of the shocks. Technical services recommended some testing and programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.